Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a marker anomaly. No patient symptoms or additional information was reported. No additional information was available at this time.